Manufacturer narrative:
H3 other text : the device was evaluated by the customer only.

Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl indicating that the battery was found damaged and device cannot turn on during self-test. The device was evaluated by the customer only. There was no further information regarding the tests customer performed, and how the customer determined the cause. However, the customer confimred that the device was back to functional use after customer replaced the battery. Based on the information available and the testing conducted, the cause of the reported problem was battery. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. The device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.